Event description:
Reporter stated that creatinine results for a series of pts were lower than expected. The results were questioned by the physician prior to treatment adn were repeated on another analyzer. The repeated results were provided to the physician. The field service engineer serviced to the analyzer but was unable to determine the cause of the event.